Event description:
It was reported that the charging pad for an ilet pump did not power on or charge the device, with no indicator light observed despite attempts at different outlets and locations using the original charging cable, and replacement was arranged. Investigation of this case revealed a nonfunctional charger suspected due to failure to power on, consistent with a power supply/accessory malfunction of the external charging pad. No clinical symptoms during the event reported. Outcomes included no impact on health status or care. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charger.